Event description:
St. Jude medical rec'd a phone call from the pt's family member indicating that the pt had passed away in 2001. The following info was provided to st. Jude medical by the pt's family member. An angio-seal device was deployed without incident in 2001 following a diagnostic procedure. Four days later, another angio-seal device was deployed following an interventional procedure. Immediately following this procedure, a hematoma developed and a femostop was applied. The femostop was removed at midnight and for one hour the pt was asymptomatic. At that time pt developed symptoms of back pain and was cold and clammy. The pt rec'd blood products for bleeding. At 4:00 pm on the day before the event, vascular surgery was consulted and an ultrasound was performed which revealed ischemic bowel with air in the liver. Exploratory laparoscopy revealed an infarcted bowel with no other remarkable changes. The pt experienced renal failure in addition to hypovolemia. The pt expired the following day and the cause of death was stated as renal failure, hypovolemia and iliac obstruction. Subsequently, the hosp performed an autopsy and could not find a conclusive reason for the cause of death. The coroner performed an autopsy which describes two anomalies in the iliac artery. One iliac had an inverted anchor in the intima with a "string" through the adventitia. The other puncture did not indicate a second device. According to the pt's family member, the physician stated that he caught the previous device with a guidewire and dragged it to the iliac artery which resulted in the iliac obstruction. It does not appear that the second device was located according to recant of the autopsy report. The death is under review by the peer review committee at the hosp. The pt rec'd morphine for back pain based on previous history of arthritis, not the unidentified retroperitoneal bleed. Add'l info rec'd from the sales rep stated that the deploying physician had left the hosp following deployment of the second angio-seal device and his partner was contacted when the pt became hypotensive. The hosp is not willing to provide st. Jude medical with any add'l info regarding this event. The hosp indicated that they feel the event is not device related, rather physician related. The hosp has not provided info regarding this event to st. Jude medical and the co has been unsuccessful in obtaining add'l info regarding this event.